Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, non-sustained right ventricular oversensing episodes were noted. The patient presented in clinic for routine follow up. Upon interrogation, it was noted that the episodes were triggered when atrial paces pseudofused with ventricular events and the paces were delivered because atrial events were undersensed. The patient had a history of poor atrial sensing. The p-waves were very small hence, no intervention could be performed as it was unable to be programmed around. The patient was stable throughout the interrogation and will continue to be monitored.